Manufacturer narrative:
Based on the results of the completed investigation, the root cause of the reportable malfunction could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, there was rattling found at the connection between the flex deflectable videoscope's insertion pipe and control section, due to loosening of the insertion pipe. There was no patient involved.